Manufacturer narrative:
The event could not be confirmed nor the root cause determined because the devices were not returned for evaluation and no medical information was provided.

Manufacturer narrative:
Catalog number is unknown at this time. The device was reported as an unknown abg ii non-modular stem size 6. It was noted that the device is not available for evaluation. Additional information has been requested and if received, will be provided in the supplemental report. Not returned.

Event description:
It was reported that there was a periprosthetic joint fracture.

Event description:
It was reported that there was a periprosthetic joint fracture.